Event description:
Customer called on (B)(6) 2011 reporting of a clenz leak in the right tray of a beckman coulter coulter lh 750 hematology analyzer. Customer was wearing proper personal protective equipment at the time of the incident and none was exposed to the leak. No injury was reported and there was also no report of any patient results affected by the leak. Field service engineer (fse) was dispatched and found a leak in the tubing passing though the fluid detector (fd) 4. The tubing had a hole which was causing the leak. Fse proceeded to replace the tubing and repairs were verified according to established procedures.

Manufacturer narrative:
(B)(4).